Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced dizziness for multiple days and presented with complete heart block (chb). Their pacemaker was previously programmed to aair, and, once reprogrammed to ddd due to the chb, their pacemaker and right ventricular (rv) lead exhibited intermittent capture with asystole greater than 2 seconds in duration. The device was explanted for normal battery depletion and the device was capped. Both were successfully replaced. No additional adverse patient effects were reported.